Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-343a-1871: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window location; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure at 160730 joules; 17:14 minutes of use, the fiber tip fractured. It was further reported that the fiber tip was black and the inner part broke off (in patient). The fiber was exchanged and the procedure was completed utilizing the second fiber. No injury to the patient was reported.